Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer states she feels well and does not require any medical attention at this time. The customer's expected blood results are 146-227mg/dl fasting. Verified the strips expire 05/31/2018. Customer could not confirm when the test strips were first opened but states the strips were properly stored. Customer performed a back to back blood test hi and hi not fasting. Reviewed meter memory: (B)(6). Customers concern:about all the results. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results. Customer states she feels well and does not require any medical attention at this time. The customer's expected blood results are 146-227mg/dl fasting. Verified the strips expire 05/31/2018. Customer could not confirm when the test strips were first opened but states the strips were properly stored. Customer performed a back to back blood test hi and hi not fasting. Reviewed meter memory: hi (B)(6) 2015 04:12:00 am fasting:yes; the 368mg/dl (B)(6) 2015 01:46:00 am fasting:yes; the 582mg/dl (B)(6) 2015 09:48:00 am fasting:yes; the hi (B)(6) 2015 09:46:00 am fasting:yes; the 257mg/dl (B)(6) 2015 03:03:00 am fasting:yes. Customers concern:about all the results. No adverse event reported.